Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported symptom of keypad inoperable which were reproduced during evaluation and found the device was unable to power-up using the "on/off" key. The keypad was found to be the failing component and replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a keypad inoperable. There was no patient involvement. No additional information is available.